Event description:
Customer reported that the sensor cannulas were bending upon insertion. Customer did not recall the blood glucose reading at the time of the event but the most recent reading was 207 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor, performed a visual inspection and found bent electrode. Sensor failed per specifications.